Manufacturer narrative:
Device passed displacement test and self test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated arrow buttons were often unresponsive and she can't easily use them. Customer stated that insulin pump had not been exposed to great temperature variations nor change in altitude. No harm requiring medical intervention was reported. The device will not be returned for analysis.